Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the surgeon plasticized the microcatheter, used a guide wire to pass through it and found that the tip end of the microcatheter was broken. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an aneurysm. It was noted the vessel tortuosity was normal. The access vessel was the femoral artery. Additional information was received clarifying that the "tip end" was referring to the distal end of the microcatheter. The cause of the break was not determined.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within opened echelon-10 micro catheter outer carton and within a net. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.5cm. The echelon-10 usable length was measured to be ~148.1cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be punctured proximal to distal marker band. The distal tip was noted to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was unable to be confirmed. The catheter body was found to be punctured and not separated/broken. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.